Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) and premature battery depletion. Wireless telemetry was not available and the device battery had depleted to an almost non-interrogative level. In addition, the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance. Both the ICD and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.